Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a small volume infusor had black dots in the downstream flow channel of the chemical filter, inside the dosing tube. This was discovered during priming with 31ml of saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h4, h6, h11. H11: the device was received for evaluation. Visual inspection was performed, and a black particle was noted embedded in the material of the tubing line. The particle was molded within the material of the tubing line and was not in the fluid path. The particle was identified to be polyvinyl chloride (pvc) material via a fourier transform infrared spectroscopy (ftir) test. Pvc is the materials of the tubing line. Fragment of burnt pvc (black particle) can potentially be embedded in the material of the tubing during the manufacture of the tubing line. The particulate matter was not in the fluid path and made of the same material as the tubing line which would be unlikely to cause harm. The reported condition was verified. The cause was determined to be burnt pvc embedded in the tubing during the manufacture of the tubing line. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.